Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The family member reported that the patient was not the same after suffering sepsis after sepsis. It was stated that the patient was immunocompromised from steroids. The family member explained that the spinal cord stimulator was taken out in an emergency surgery as it was infected the week the patient got it. The family member mentioned that the area was red, painful to the touch and hurt and the healthcare provider stated that it was bruised. The family member noted that the patient had passed away on (B)(6) 2019. Further information received from the healthcare provider (hcp) reported that the spinal cord stimulator was explanted shortly after it was implant. The hcp stated the patient had uncontrolled diabetes and they were immunocompromised due to many other unrelated health issues. The hcp noted that after the stimulator was explanted the short term issues were resolved and the patient returned to their ¿unhealthy¿ baseline. The hcp stated they had not seen or heard from the patient in about four years and their death was unrelated to the stimulator, but may have been due to multiple sepsis infections. The hcp indicated that the patient certainly did not have sepsis at the time of the explant, but did not remember an infection or if there were any positive cultures. Further information received from the hcp after reviewing their records indicated that the patient had been implanted (B)(6) 2015 and there was no infection or wound issues with the surgery. The patient had been doing very well at the time. On (B)(6) 2015 the patient wanted the implant location moved from their buttock to their left flank and the battery type changed from a rechargeable to a non-rechargeable battery. The patient was last seen by the hcp on (B)(6) 2015 and there was no indication of any infection, either superficial or deeper, and no sepsis. No device issues reported.